Event description:
It was reported the right ventricular lead demonstrated oversensing. The lead was removed and a new lead was implanted. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Additional information was received indicating there was a lead alert and high impedance was observed on the lead.

Manufacturer narrative:
(B)(4)